Event description:
It was reported by the patient that it was not possible to get a reading from the atrial lead. The lead was programmed off as the physician felt that the lead was not being used much, and the patient wil be reevaluated at the next follow up visit. It was further reported that the patient complained of feeling 'symptoms,' and the lead will be replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that it was not possible to get a reading from the atrial lead. The lead was programmed off as the physician felt that the lead was not being used much, and the patient wil be reevaluated at the next follow up visit. The lead remains implanted. No patient complications have been reported as a result of this event.